Manufacturer narrative:
The user facility reported to have replaced the graphical user interface printed circuit board (pcb) to resolve the reported issue. The covidien customer support engineer (cse) installed the current software revision to the pcb. The ventilator passed all required testing. (B)(4).

Event description:
A report was received stating an 840 ventilator experienced a hard to read display that was changing colors. There was no patient involvement reported.